Manufacturer narrative:
H3: the most likely cause for the reported prosthesis wear is a combination of the risk factors specified in hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Concomitant devices: 4525626 162-00-05 - neck preserving stem, std offset plasma sz 5. 4767183 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. 4769004 186-01-56 - integrip cc, cluster 56mm,g3. 4775301 180-65-30 - alteon 6.5mm screw, 30mm.

Event description:
It was reported that approximately 87 months after a right total hip replacement procedure, the patient has experienced prosthesis wear. Initial surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-1729-2022 132-36-53 - nv gxl lnr, lipped, 36mm ID, group 3 cups serial: (B)(6). 510k: k070479. UDI: (B)(4) product code: jdi, lph, lwj, lzo, meh x-ray: no operative notes: no. Concomitant devices: 4525626 162-00-05 - neck preserving stem, std offset plasma sz 5. 4767183 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. 4769004 186-01-56 - integrip cc, cluster 56mm,g3. 4775301 180-65-30 - alteon 6.5mm screw, 30mm.